Event description:
The customer complained that the device advised a shock on a pt when it was not necessary. The pt was described as unconscious. It was the customer's opinion that the pt had a low amplitude normal sinus rhythm. The pt was not resuscitated.